Manufacturer narrative:
The nurse mgr stated the bed was lowered to transfer the pt onto the birthing bed. Due to the size and weight of the pt, her bottom extended onto the removable foot section from the seat section of the birthing bed. The nurses started to raise the bed and the foot section collapsed, upending the bed and causing the pt to fall to the floor. The pt's weight exceeded the maximum weight capacities for the bed (500lbs... Bed, 400lbs... Foot section, 200lbs... Head section).

Event description:
Alleged the birthing bed "snapped in two" while the pt was in labor, causing the pt to fall. The pt suffered a lump, pain and bleeding at the site of the epidural following the fall. No add'l injuries to the pt were reported. A visitor was also allegedly struck by the bed, causing a severe bruise to her knee.